Event description:
It was reported that there was an alert that this pacemaker exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There was no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The device remains in service. No adverse patient effects were reported. Additional information was received that there had been a slow increase in right ventricular (rv) pace impedance measurements over the last six months, remaining within normal range. Reprogramming was performed and there are no other interventions planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to d4 from 7741/(B)(6) to l331/(B)(6).

Event description:
It was reported that there was an alert that this pacemaker exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There was no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The device remains in service. No adverse patient effects were reported. Additional information was received that there had been a slow increase in right ventricular (rv) pace impedance measurements over the last six months, remaining within normal range. Reprogramming was performed and there are no other interventions planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b1 to adverse event/product problem from product problem. B2 to outcomes attrib to adv event to hospitalization and required intervention from not applicable. D6b explant date to (B)(6) 2023 from not applicable. Added h6 hospitalization and device revision or replacement coding.

Event description:
It was reported that there was an alert that this pacemaker exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There was no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The device remains in service. No adverse patient effects were reported. Additional information was received that there had been a slow increase in right ventricular (rv) pace impedance measurements over the last six months, remaining within normal range. Reprogramming was performed and there are no other interventions planned at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that there was an alert that this pacemaker exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There was no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The device remains in service. No adverse patient effects were reported.